Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming.

Event description:
Device issue: none. Adverse event: thrombosis. Time of adverse event: six days post-procedure. It was reported that on (B) (6) 2010, a promus stent was implanted in the heavily calcified proximal lad. Approximately 6 days post stenting procedure, thrombosis had occurred. There was no reported medical intervention. There were no reported adverse pt sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.